Manufacturer narrative:
The device was returned, but has not yet been evaluated. A review of the mfg records showed no anomalies, no impact to the pt was reported. All of the valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that there was a malfunction during testing.